Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused obstruction of the nasal passages. The patient did report to receive medical intervention and had surgery to remove debris. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience surgery to remove debris and unclogging of nasal passage and had cancer and surgery 2 times. The patient did report to receive medical intervention and had surgery to remove debris.the reported event of removal of debris, cancer and surgeries for two times due to the device and its reported severity was reviewed by the manufacture's clinical expert. This events are assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary.   Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation, investigation findings and investigation conclusions has been updated

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-59764-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.

Manufacturer narrative:
Additional information was received on october 22, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging they had outpatient surgery to remove some of the debris and unclogging of their nasal passages that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an unknown contaminant with potential hair-like particle on the bottom enclosure. A dirt-like contaminant was observed in the grooves between the top cover and bottom enclosure. Dirt-like contamination was observed in the grooves all around the ui panel, knob and button, manufacturer observed dust-like contamination with potential hair-like particles on the right side panel, manufacturer observed possible lint and hair-like particles on the air inlet filter. Dust-like contamination was observed in the air inlet. A small piece of tape was observed on the bottom enclosure. Dust and dirt-like contamination was observed on the anti-slip pads on the bottom enclosure. A small amount of dust-like contamination was observed on the blower cap, and blower motor, evidence of liquid ingress with a dust-like contamination consistent with mineral deposits was observed on the blower housing and on the bottom of the blower motor. Potential hair-like particles were observed on the bottom of the blower motor, and in the base of the blower housing, what seemed to be an insect was observed in the base of the bottom enclosure. Dust-like contamination with tiny hair-like particles were observed all around the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. Manufacturer observed small scratches and dust-like contamination on the flip lid assembly. A heavy amount of dust-like contamination was observed on the left side panel. Many potential hair-like particles were observed in the humidifier bottom enclosure, around the heater plate and in the lower base. Manufacturer observed the dry box outlet seal and flip lid assembly seal turning yellow. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 18 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dirt-like contaminant, liquid ingress and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3 and h6 has been updated in this report.